Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece retained in patient? If yes, how was it retrieved? Are there any future interventions; including x-ray planned to locate the needle? Patient¿s current status? Please provide procedure name and date.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020, and suture was used. During the procedure, the needle was detached from the suture. One needle is still missing. Case was completed using needles from a different box, different lot number. One box will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 10/21/2020. Additional information: d4, d10, h4, h6. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Additional h-3 summary: it was received for analysis an opened box with six unopened samples of product. The complaint sample was not returned for evaluation. During the visual inspection of six samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or detached needles were observed. A functional test was performed and the pull force were above the minimum requirements. The devices performed without any difficulties noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.